Event description:
It was reported that the insulin pump had a partial display after it had been dropped. The blood glucose reading was 118 mg/dl. The customer stated that the insulin pump also alarmed failed battery test. He stated that the insulin pump would be replaced and that a replacement battery cap would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly. No damage on the keypad assembly, no failed battery alarm and no battery out limit alarm noted. The insulin pump was monitored and no missing segment noted. The insulin pump passed displacement, operating currents, self test and off no power tests. The insulin pump has minor scratched display window, cracked case at display window corner, cracked battery tube threads and with cracked reservoir tube lip.